Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from an unknown location which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during drain four of four of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a leak somewhere in the supplies, that led to this alarm. The location of the leak was unknown to the patient. Baxter technical service (bts) assisted the hp in disconnecting the supplies and advised the hp to contact the hospital to finalize the therapy. The hp started a new therapy with new supplies the following day. The patient's transfer set was not replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.